Manufacturer narrative:
Analysis received the unit with unresponsive buttons and button error alarm due to a moisture damage on the keypad traces. There was no frozen display noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose level at the time of the event was 135 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for failure analysis.